Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the arctic sun device would not fill. It was stated that during filling no suction from left port when fluid delivery line was removed. It was stated that failed circulation pump. Per sample evaluation result on 23apr2024, it was reported that the circulation pump motor was seized.